Manufacturer narrative:
Proceeded with the following testing to assure proper functionality of the unit. P-cap locked in place properly during testing. After the battery installation unit gave an unexpected flashing medtronic logo. After multiple attempts to download the medtronic logo persisted. Unit remained at designed temperature. Unable to perform sleep current measurement, active current measurement, self test and displacement test. Unable to download history files and traces using thump software due to flashing medtronic logo. No flashing white display, heating up or blank display noted. Proceeded by cutting the unit open and perform a visual inspection of connectors and electronic stack. Per visual inspection, it was determined that the ingress of water on electronic assemblies and force sensor flex connector had led to corrosion. Unit also received with cracked case (battery tube), cracked case on battery side, scratched case and pillowing keypad overlay. In conclusion, the unit was received with an unexpected flashing medtronic logo due to corroded electronic assembly. Therefore, unable to confirm white flashing display, heating up of device and blank display due to flashing medtronic logo. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump issues and pump had in blank screen/display. Customer reported that the pump turned hot and then the screen was flickering. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported pump is warm, hot, or overheating. Customer is not calling back after previous troubleshooting. Customer reported a flashing display or solid white display. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.